Event description:
Hamilton medical ag received the following description from the partner technician: the alarm indicators on the ip panel, some of the yellow ones did not light up.

Manufacturer narrative:
After replacing the alarm lamp board, the operation became normal.